Event description:
It was reported the patient¿s implantable neurostimulator (ins) was overdischarged and there was telemetry issues. The patient had a return of pain in their painful areas and they were not receiving effective therapy. The patient had not needed the ins for two years due to no pain and they did not keep the ins charged. The manufacturing representative had difficulty initiated a physician mode recharge (pmr), but they were able to successfully start a pmr at the time of this report. The pmr was successful, but the ins had reached end of service (eos). When charging was started a ¿call your doctor¿ screen and eos message appeared. An ins replacement surgery was scheduled for (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger; product ID 3 708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 377760, lot# n0035517, implanted: (B)(6) 2006, product type: lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient; product ID 3487a-33, lot# j0455277v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
Additional information received reported the ins was replaced on (B)(6) 2014. The lead was also replaced. The patient was getting eff ective therapy.